Event description:
It has been reported that the hypotube of the occlusion balloon broke during the removal of the stent delivery catheter which caused the occlusion balloon to deflate. The physician had inserted the occlusion balloon wire into the occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. While the physician was removing the stent delivery catheter, the occlusion balloon wire broke near the touhy borst adapter, located outside the patient, which caused the occlusion balloon to deflate. The physician inserted the aspiration catheter and aspirated the vessel. The patient experienced an infarction of the saphenous vein graft which stopped the flow of blood. The physician placed the patient on a balloon pump and administered adenosine and verapamil to the patient. The patient is reported to be fine.